Event description:
It was reported that the asymptomatic patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.